Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of the station black screen was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the field service engineer (fse) reported that the station was found with a black screen, no power, and no movement from the power supply fan. Based on information provided by staff indicating that the issue occurred immediately after a drawer in the auxiliary unit was closed, the technician inspected the pyxibus cable and determined that it was damaged. The damaged cable was replaced, which restored power to the station, and functionality was verified as normal. The customer then tested multiple drawers, all of which operated correctly without any further issues. During dchu visual inspection p/n 121085-01: the assy cbl pyxibus 7 drawer was received and subjected to a visual inspection using the stereo microscope mantis pixo, where a cut on the insulation exposing the copper strands was identified, along with visible burn marks. During dchu testing p/n 121085-01: no tests were performed on the assy cbl pyxibus 7 drawer since, according to pap, when exposed copper wires, thermal damage, or insulation damage are observed, no further investigation is required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, the root cause of the es station black screen complaint was attributed to the physical damage observed on the returned assy cbl pyxibus 7 drawer (p/n 121085 01). Visual inspection identified a cut in the cable insulation with exposed copper strands and visible burn marks consistent with thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had black screen. The user had tried another power outlet but no power went to the device and the rss was showing offline. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. As per part investigation the es station black screen was due to physical damage to the assy cbl pyxibus 7 drawer p n 121085-01 with insulation cut exposed copper and burn marks resulting in power loss. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen and no movement on power supply fan. A field service engineer (fse) had inspected the pyxibus cable and had found it damaged. The fse had replaced the pyxibus cable to resolve the issue. The fse had verified that the station powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had black screen. The user had tried another power outlet, but no power went to the device, and the rss was showing offline. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.